Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2021 and developed post-operative anemia. Their hemoglobin dropped to 8.6 g/dl. They were given a blood transfusion in the intensive care unit (ICU). On (B)(6) 2021 the patient developed a cardiac arrhythmia. The patient was given 2 grams of intravenous (IV) magnesium to treat the ventricular tachycardia. On (B)(6) 2021, the patient had an x-ray performed, which revealed pleural effusion and it was noted that the patient was hypoxic and developed respiratory failure. The patient's hemoglobin began drifting down again on 21dec2021 so another 2 units of packed red blood cells (prbcs) were given. A left thoracentesis was done on (B)(6) 2021 and 650 ml were removed. On (B)(6) 2021, the patient was transferred to the intensive care unit (ICU) for concerns of right ventricular failure and low flow alarms. The patient had become hypotensive. A transthoracic echocardiogram (tte) was taken on (B)(6) 2021, which showed severe right ventricular dilatation and left ventricular end-diastolic dimension (lvedd) decreased with lower pump speed during the echocardiogram. There was no aortic valve opening and the pump speed had reduced to 5500 rpm. An arterial line catheter and an internal jugular central venous catheter (ij cvc) were placed at bedside. The patient was put on dobutamine. The patient was also started on digoxin to treat their episode of supraventricular tachycardia (svt). The patient had sinus tachycardia versus svt to (B)(6) bpm and was asymptomatic. The patient was administered metoprolol and following that, the patient developed low flow alarms ranging from 1.9-2.3 lpm. Mean arterial pressure (map) noted to be 56 mmhg. A 1l IV fluid bolus was given with improvement and digoxin IV was administered. Hemoglobin/hematocrit was 6.9 g/dl/22.7% and 1 unit of prbcs was transfused. A chest x-ray showed a new development of large left pleural effusion on chest x-ray overnight. It was compressing the left lung with dropping hemoglobin concerning for hemothorax. A chest tube was placed at bedside for the hemothorax. They drained the serosanguineous. Status post bedside thoracentesis with chest tube in place, there was 1l of dark blood. Another 2 units of prbcs were given on (B)(6) 2021 and 1 unit of (B)(6)2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of bleeding, right heart failure, cardiac arrhythmia, respiratory failure, and other patient-related conditions could not be conclusively determined through this evaluation. Additionally, the reported event of interference between (B)(6) and the patient's implantable cardioverter defibrillator (ICD) could not be confirmed through this evaluation. Furthermore, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. A specific cause for the alarms could not be determined through this evaluation; however, the account reported that the alarms were related to the patient¿s hypotension, right heart failure, and hemothorax. It was reported that on (B)(6) 2021, following the patient¿s implant, the patient experienced anemia related to bleeding with low hemoglobin and platelet counts. The patient was subsequently treated with blood products. The patient experienced an episode of ventricular tachycardia on (B)(6) 2021 which resolved with antiarrhythmic medication. It was also noted that there was interference from the left ventricular assist device which prevented the programming of tachycardia therapy delivered by the patient's ICD. The patient's ICD was subsequently turned off to prevent inappropriate shock. It was planned for the patient to be discharged without the ICD turned on. On (B)(6)2021, the patient experienced respiratory failure with bilateral pleural effusions observed through x-ray imaging. The patient was hypoxic and was treated with inhaled nitric oxide and supplemental oxygen. On (B)(6) 2021, the patient had an additional decrease in hemoglobin and was treated with additional blood products. On (B)(6) 2021, a left thoracentesis procedure was performed to remove fluid. On (B)(6) 2021, the patient was transferred back to the intensive care unit due to concerns for right ventricular failure and low flow states causing suction events. A transthoracic echocardiogram showed severe right ventricular dilation and hypokinesis, left ventricular end-diastolic diameter / tricuspid regurgitation with lower pump speeds, and no aortic valve opening. An internal jugular vein central venous catheter was placed, and the patient was treated with inotropes. The patient was treated with additional antiarrhythmic medication on (B)(6) 2021 due to an episode of supraventricular tachycardia. The patient experienced hypotension and developed low flow alarms on (B)(6) 2021 after treatment with heart failure medication. The patient was subsequently administered fluid with improvement. Pump speed was also decreased, and the patient was treated with blood pressure support medication. On (B)(6) 2021, the patient was treated with additional blood products. On the same day, a chest x-ray showed a new development of a large left pleural effusion that was compressing the left lung. A chest tube was placed due to hemothorax. Thoracentesis was performed with the chest tube in place, resulting in the draining of dark blood. The patient was treated with additional blood products on 3(B)(6) 2021. The account indicated that the low flow alarms were caused by the patients¿ right heart failure and hemothorax. The low flow alarms resolved after fluid bolus, treatments with inotropes and blood pressure support medications, and blood draining with a chest tube. A computed tomography scan performed on (B)(6) 2021 revealed some residual hematomas in the left chest and next to the outflow graft; however, there was no additional treatment. The patient¿s bleeding reportedly resolved on (B)(6) 2021 and was hemodynamically stable as of (B)(6) 2022. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, right heart failure, cardiac arrhythmia, and respiratory failure as potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. This section also explains that pi (pulsatility index) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 5 of the IFU, "surgical procedures", warns the user: "the heartmate 3 pump may cause interference with implantable cardiac defibrillators (ICD). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." This section also states "if a patient receives a heartmate iii and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, the manufacturer recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference." Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section c of the IFU "safety testing and classification" states: the heartmate iii left ventricular assist system has been tested and found to comply with the limits for medical devices to the iec 60601-1-2:2007 medical electrical equipment¿part 1-2: general requirements for basic safety and essential performance¿collateral standard: electromagnetic compatibility. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate iii left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: reorient or relocate the equipment. Increase the separation between the equipment. Connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. Consult the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was reported on 20dec2022 that the patient's ICD was turned off on (B)(6) 2021 and was unable to be turned back on due to interference from the pump. On (B)(6) 2021, a computed tomography was performed and revealed a residual hematoma on the left chest next to the outflow graft. An echocardiogram was also performed and snowed no tamponade physiology. No treatment for the hematoma was performed. The hematoma resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of bleeding, right heart failure, cardiac arrhythmia, respiratory failure, and other patient-related conditions could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. A specific cause for the alarms could not be determined through this evaluation; however, the account reported that the alarms were related to the patient¿s hypotension, right heart failure, and hemothorax. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for mlp-028601 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, right heart failure, cardiac arrhythmia, and respiratory failure as potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. This section also explains that pi (pulsatility index) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.